Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product. No medical intervention was necessary for this event and the patient is currently in a healthy state. The disposable set is not available for return. Donor unit# (B)(4). This report is being filed due to a device malfunction that has potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data files (rdf) were analyzed. The rdf analysis did not find any conclusive cause of the elevated wbc content reported for this collection. Based on the available data, it cannot be ruled out that this leukoreduction failure could be donor related. Investigation and corrective actions are in-process. A follow-up report will be provided.